Event description:
It was reported, the pt's scs lead migrated. Follow up identified the pt underwent surgical intervention on (B)(6) 2014. The pt's lead was moved into the original position. In addition, the pt's scs ipg was electively replaced per the pt's request. There was no reported deficiency with the ipg. The pt reported receiving effective stimulation therapy postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.